Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl has a bad connection in the patient connector and the issue is intermittent. There was no reported patient involvement or negative patient impact.